Event description:
On (B)(6) 2011 a customer's husband reported his wife experienced lower than feels readings using her freedom freestyle lite glucose monitoring system. The caller reported his wife had experienced symptoms of "high sugar" for approximately (B)(6) primarily in the morning and evening, but thought her readings were normal, ranging between 135-175 mg/dl. The customer experienced symptoms of diaphoresis, dizziness and nausea. On (B)(6) 2011 the customer obtained a reading of 135 mg/dl at 8:30am on her adc meter, and self-presented to her physician at 11:00am. She was instructed to go to the hospital, and at 1:00pm on the (B)(6) 2011 her blood glucose level was measured at 320 mg/dl by the hospital laboratory. The customer was diagnosed with hyperglycemia, and treated with an unknown intravenous medication that was a change from her normal medication(s). The caller denied any self-treatment by the customer. There was no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The product(s) have been requested back for investigation. A follow-up report will be submitted once additional information is obtained. It should be noted that the customer was using test strips that were not compatible with her glucose meter.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. The standard deviation was within specification and no errors were observed during control solution testing.